Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision. Bi-lateral. Reason for revision: pain. Update: corrected revision and implant date, hip revised, system used and product details for stem and sleeve and removed alval as a reason for revision, cross referenced as bi-lateral. Information received 16 may 2012. Asr xl acetabular system (left). This dint is for the left hip revision. For the right hip revision please see (B)(4). Update received 23rd september 2014. Hospital name amended. Surgeon forename added. Bilateral patient - see (B)(4) for right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number(B)(4). Reason for original complaint - asr revision. Bi-lateral, reason for revision: pain. Update: corrected revision and implant date, hip revised, system used and product details for stem and sleeve and removed alval as a reason for revision, cross referenced as bi-lateral. Information received 16 may 2012. Asr xl acetabular system (left) incorrect see below. This dint is for the left hip revision. For the right hip revision (B)(4). Update received 23rd september 2014. Hospital name amended. Surgeon forename added. Bilateral patient - (B)(4) for right hip. Update received 31st october 2014. Hip side amended. Implant date amended: (B)(6) 2006. Correct hip side is right. Update - updated revision date. Taken from claimsuite dated 1st nov 2014. Date of revision: (B)(6) 2011. Surgeon confirmation form received 12th november 2014. Patient name added. Additional reason for revision added. Reason for revision: pain, alval/ soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Bi-lateral, reason for revision: pain. Update: corrected revision and implant date, hip revised, system used and product details for stem and sleeve and removed alval as a reason for revision, cross referenced as bi-lateral. Information received 16 may 2012. Asr xl acetabular system (left) incorrect see below. This dint is for the left hip revision. For the right hip revision (B)(4). Update received 23rd september 2014. Hospital name amended. Surgeon forename added. Bilateral patient - (B)(4) for right hip. Update received 31st october 2014. Hip side amended. Implant date amended: (B)(6) 2006. Correct hip side is right.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Bi-lateral. Reason for revision: pain. Update: corrected revision and implant date, hip revised, system used and product details for stem and sleeve and removed alval as a reason for revision, cross referenced as bi-lateral. Information received 16 may 2012. Asr xl acetabular system (left), incorrect see below. This dint is for the left hip revision. For the right hip revision please see (B)(4). Update received 23rd september 2014. Hospital name amended. Surgeon forename added. Bilateral patient - see (B)(4) for right hip. Update received 31st october 2014. Hip side amended. Implant date amended: (B)(6) 2006. Correct hip side is right. Update - updated revision date. Taken from claimsuite dated 1st nov 2014. Date of revision: (B)(6) 2011.